Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power on by itself. As a result, this could lead to early battery depletion and the device may not be able to power on when needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would power on by itself. As a result, this could lead to early battery depletion and the device may not be able to power on when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The customer was provided with a replacement device. The cause of the reported issue could not be determined.